Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial foreign postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap appeared to contain inadequate iodine. This was noticed when the patient was draining out, noticed no brown tinge to fluid and did not check minicap to see if iodine on cap. There was patient involvement. No patient injury or medical intervention was reported. There is no additional information.